Event description:
It was reported that the atrial lead exhibited loss of sensing. The lead was explanted and replaced. The patient was reported to be doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.